Event description:
During a transfer with a lift from a bed to a chair when the motor shaft broke and resident went to the floor. Their head hit the metal bar. The resident sustained minor injuries - bruising.

Manufacturer narrative:
Lift and motor were ten years old. It is likely that lateral pressure over 10 years of operation had weakened motor shaft. Medcare also informed the facility in writing that the motor should be replaced. On its machines and operator's manuals, medcare warns against lateral pressure on lift arm and pt. Lateral pressure can cause structural cracks. Medcare requested the incident report multiple times from facility and has not received it at this time. This caused the delay in reporting this incident.